Event description:
Patient ID: (B)(6). It was reported that on (B)(6)2021 four esprit btk scaffolds (three sized 3.0x38 mm and one 3.0x28 mm) were implanted in the mid left posterior tibial artery. Three years later, on (B)(6) 2024, optical coherence tomography (oct) was performed, according to the study protocol, in the left posterior tibial artery which showed some neointimal proliferation but no restenosis in the scaffolds. This was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic angiogram procedure with a 7f sheath. Reportedly, there was difficulty withdrawing the proglide device. Resistance was met with the calcified anatomy. The proglide was unable the achieve hemostasis due to vessel calcification. Proglide was only used on the rcfa, but there was also a left cfa access site. The patient was unable to calm down and was uncooperative during manual compression by the physician four hours after removal of the access site sheath. There was access site bleeding on bilateral access sites and a hematoma on the rcfa. Balloons and stents were used to achieve hemostasis. Two units of packed red blood cells were transfused. Hospitalization was prolonged. The patient was discharged on (B)(6)2024. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hematoma and hemorrhage are listed in the electronic proglide instructions for use (eifu) as a potential adverse event associated with the use of the device. The reported difficulties appear to be related to challenging anatomical conditions. The patients effects and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.